Event description:
It was reported that a user received a pairing failed notification while attempting to pair an fsl3+ cgm to their system, after which rescanning enabled pairing and the device proceeded into a warm-up period; this aligns with an intermittent communication failure associated with the antenna and electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed an interoperability problem was identified consistent with intermittent communication failure involving the antenna and related electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.